Event description:
It is reported that the patient experienced a low blood glucose level. Level is 47mg/dl. Trouble shooting was conducted and we explained the possible reasons for a high blood glucose level to the patient. The patient stated that they had been involved in a car accident and that is what caused it. The device is not being returned. No further information available.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.